Manufacturer narrative:
Medtronic received the following information from a journal article entitled; proximal iliac limb extension and embolization: a new technique of complete endovascular management of an unfavorably sited type iii endoleak bellam premnath kp, parkinson tj, pancione l, saleh at. Diagnostic and interventional radiology 2021; 27:570-572. Doi 10.5152/dir.2021.20369. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft was implanted in a patient for the endovascular treatment of a 11.5cm abdominal aortic aneurysm on an unknown date. 6 years later, the patient presented to an a & e with a 5 hour history of sudden severe abdominal pain radiating into the back. The patient had annual follow-up CT scans; the latest at that time was from six months earlier where the graft position was optimal, aneurysm had shrunken to 9 cm in diameter, and there was no endoleak. A CT was then performed which showed enlargement of abdominal aortic aneurysm to 13.5 cm in diameter, contained rupture in its anterosuperior aspect, and an endoleak in its posterior part at the level of stent graft bifurcation. The patient was taken for angiogram where a digital subtraction angiogram using right femoral access confirmed a type iii endoleak through a defect in the posterior wall of the stent graft main body approximately 4 mm above its bifurcation. The patient was taken for intervention, where in theatre two non mdt stent grafts were deployed one on either side with their proximal ends approximately 2 cm above the endoleak site. Post deployment angiography showed a persistent endoleak through the posterior recess between the deployed iliac limbs and the leaking stent graft main body. A catheter was then introduced and to the endoleak cavity could be cannulated through the stent graft defect. The endoleak cavity was partially embolized with non mdt coils and glue was then injected in through the catheter. Postprocedure angiogram showed patent iliac limbs and no endoleak. Follow-up yearly CT scans and trimonthly ultrasound doppler examinations showed resolution of contained rupture, progressive reduction in size of aneurysm to 11.7 cm, patent stent grafts and absent endoleak over a period of three years.

Manufacturer narrative:
B5; additional information received; it was reported the patient presented on an unknown date in (B)(6) 2014 with the aneurysm rupture. It was reported the patient has since passed away from a non aneurysm related cause. No additional information is available. B3. Updated year only valid d 6a. Updated year only valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.